Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and device breakage ('remains of the devices left behind identified on x-ray') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: no relevant background. In (B)(6) 2012, the patient had essure inserted. On (B)(6) 2017, the patient experienced device breakage (seriousness criterion medically significant) and complication of device removal ("remains of the devices left behind identified on x-ray"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain in abdominal and navel area"), adnexa uteri pain ("pain in right ovary"), hypersensitivity ("allergic reaction"), pain in extremity ("pain in the lower limbs"), fatigue ("tiredness"), paraesthesia ("paresthesias"), amenorrhoea ("amenorrhea"), alopecia ("hair loss"), amnesia ("memory loss"), headache ("headaches"), bone pain ("bone pain"), abdominal pain upper ("stomach pain") and swelling ("swelling") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy for essure removal). At the time of the report, the pelvic pain, device breakage, complication of device removal, abdominal pain, adnexa uteri pain, hypersensitivity, pain in extremity, fatigue, paraesthesia, amenorrhoea, weight increased, alopecia, amnesia, headache, bone pain, abdominal pain upper and swelling had not resolved. The reporter considered abdominal pain, abdominal pain upper, adnexa uteri pain, alopecia, amenorrhoea, amnesia, bone pain, complication of device removal, device breakage, fatigue, headache, hypersensitivity, pain in extremity, paraesthesia, pelvic pain, swelling and weight increased to be related to essure. The reporter commented: as a result of the implantation of the essure devices in (B)(6) 2012, various symptoms occurred. On (B)(6) 2017, bilateral salpingectomy for the removal of the devices was performed and she was discharged from hospital on same day. Despite the surgical removal of the essure devices, the symptoms caused by the devices did not fully subside. Due to those symptoms and after an abdominal xray remains of the devices left behind were identified. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray on an unknown date: remnants of essure identified after salpingectomy. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4) on (B)(6) 2020. The most recent information was received on 30-oct-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and device breakage ('remains of the devices left behind identified on x-ray') in a 44-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: no relevant backround. In (B)(6) 2012, the patient had essure inserted. On (B)(6) 2017, the patient experienced device breakage (seriousness criterion medically significant) and complication of device removal ("remains of the devices left behind identified on x-ray"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain in abdominal and navel area"), adnexa uteri pain ("pain in right ovary"), hypersensitivity ("allergic reaction"), pain in extremity ("pain in the lower limbs"), fatigue ("tiredness"), paraesthesia ("paresthesias"), amenorrhoea ("amenorrhea"), alopecia ("hair loss"), amnesia ("memory loss"), headache ("headaches"), bone pain ("bone pain"), abdominal pain upper ("stomach pain") and swelling ("swelling") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy for essure removal). At the time of the report, the pelvic pain, device breakage, complication of device removal, abdominal pain, adnexa uteri pain, hypersensitivity, pain in extremity, fatigue, paraesthesia, amenorrhoea, weight increased, alopecia, amnesia, headache, bone pain, abdominal pain upper and swelling had not resolved. The reporter considered abdominal pain, abdominal pain upper, adnexa uteri pain, alopecia, amenorrhoea, amnesia, bone pain, complication of device removal, device breakage, fatigue, headache, hypersensitivity, pain in extremity, paraesthesia, pelvic pain, swelling and weight increased to be related to essure. The reporter commented: as a result of the implantation of the essure devices in (B)(6) 2012, various symptoms occurred. On (B)(6) 2017, bilateral salpinguectomy for the removal of the devices was performed and she was discharged from hospital on same day. Despite the surgical removal of the essure devices, the symptoms caused by the devices did not fully subside. Due to those symptoms and after an abdominal xray remains of the devices left behind were identified. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on an unknown date: remnants of essure identified after salpingectomy. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 30-oct-2020: quality-safety evaluation of ptc. On 30-oct-2020: aemps reference added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.